Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of stimulation. There were x-rays taken which showed the lead had migrated down to the level of entry. Impedances were greater than 10,000 on three electrodes. The patient denies any fall. The patient was being referred back to implanting doctor for revision. It was noted that a surgical intervention was planned. Other relevant medical history includes spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.